Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h6: method codes: a manufacturing record evaluation was performed for the finished device [42064-170307-06] number, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that during a rotator cuff repair the jaw of the expressew iii autocapture + suture passer is not stable when opened. Looks like a pin is coming out. The complaint device was received and evaluated. Visual observations reveal that the device was constantly used but in expected condition. The jaws doesn¿t close normally contributing to the holding failure; besides, the upper jaw was slightly loose when the jaws are closed. Therefore, this complaint can be confirmed. To test its functionality, a needle was loaded into the device and it presented difficult to put in the gun. Also, it was tested on a sample rubber strip and it revealed a slightly resistance; it was very hard to deploy causing the device to jam. The possible root cause for the issue experienced cannot be established. The root cause of the upper jaw failure can be attribute when the device is constantly used that wears away, as this device is reusable, the metal from an excessive of wear begins to lose the shape. For the device jammed could be an improper maintenance would lead to tissue or bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device [42064-170307-06] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a rotator cuff repair surgery on (B)(6) 2020, it was observed that the jaw of the expressew iii autocapture + suture passer device was not stable when opened. According to the report, it looked like a pin was coming out. Another device was used to complete the procedure with a couple of minutes delay. There were no adverse patient consequences reported. No additional information was provided.